Manufacturer narrative:
On 24-apr-2024, the bwi product analysis lab received the device. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. The patient's blood pressure began to decrease slowly from the middle of the procedure. Although the procedure was continued with the administration of drugs, etc., the blood pressure remained low and did not increase, and pericardial effusion was confirmed by intracardiac echocardiography. After drainage of pericardial fluid, adequate blood transfusion was performed. The blood pressure was checked until it stabilized at a level that was considered to be acceptable. The patient regained consciousness and left the room. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31238171l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of this adverse event is that the event was most likely caused by the sheath, not qdot micro catheter. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. The patient's blood pressure began to decrease slowly from the middle of the procedure. Although the procedure was continued with the administration of drugs, etc., the blood pressure remained low and did not increase, and pericardial effusion was confirmed by intracardiac echocardiography. After drainage of pericardial fluid, adequate blood transfusion was performed. The blood pressure was checked until it stabilized at a level that was considered to be acceptable. The patient regained consciousness and left the room. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Physician¿s comment about the relationship between the event and the product: the operator physician commented that the event was most likely caused by the sheath, not qdot micro catheter. An sl0 sheath was used. The patient's condition improved.